Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump histories did not indicate any unusual activities. During investigation, the pump powers on the to the verification screen with functional auditory and vibratory alarms. The pump delivered the basal program without interruptions. A normal bolus was successfully programmed and delivered, and was accurately recorded in the pump history. No defects were found on investigation; the complaint could not be confirmed or duplicated.

Event description:
The reporter stated that there were several boluses in the pump bolus history that the patient did not give. On (B)(6) 2011 the patient reported giving a 2.8 unit bolus at 3:40 pm but not a 3.8 unit bolus recorded at 3:41 pm. On (B)(6) 2011 the patient reported giving a 6 unit bolus at 3:30 pm but not at 7.3 unit bolus recorded at 3:33 pm. On (B)(6) 2011 the patient reported giving a 4 unit bolus at 5:49 pm but not a 6.0 unit bolus recorded at 5:59 pm. There were no reported blood glucose excursions due to this issue. This report is made based on the allegation that the pump may have malfunctioned.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.